Manufacturer narrative:
D.3. Product manufacturing site updated due to receipt of suspect product update. G.9. Manufacturer report number corrected and reported under MDR for 2523835-2024-02527. No more supplements report will be submitted under number 1644019-2024-02353. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that irrigation/aspiration was not sucking out during cataract surgery (with intraocular lens implant) surgery. Patient impact was not reported.